Manufacturer narrative:
Date rec¿d by MFR : 03mar2019. Failure analysis on the returned touch screen conducted by philips revealed that the customer complaint of ¿touchscreen calibration failure.¿ was confirmed. The touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17dec2018. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue and replaced the touchscreen to address the reported problem. The unit was tested by the guidelines of the service guide and returned to service.

Event description:
The customer reported that the touchscreen was not working properly. There was no patient involvement.the event date was not specified; estimate used.